Event description:
Procedure type: lap chole. According to the reporter: anatomy involved: gallbladder. Opened 2 different bags and they both tore upon opening the bag; and third one opened. No reinforcement material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).